Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the yaw pulley. The wire insulation was not damaged. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, that the maryland bipolar forceps was found to have an exposed wire at the tip. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and wires were found to be exposed. This was noted in central processing. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for failure analysis testing, but the evaluation has not yet been completed.